Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is recessed. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to faulty force sensor resistor. Device had minor scratched lcd window and cracked reservoir tubelip.